Event description:
It was reported the patient had a probable chronic wound infection. The pocket hurt and had draining from the site. The relatedness was noted as not related to the device or procedure. The entire system was explanted. The event was noted as not resolved at the time of study exit.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0374n, implanted: (B)(6) 2012, product type: lead. (B)(4).